Event description:
In 2009, the sales rep reported that the screws were locked and loaded after x-rays, the surgeon decided to take out two screws. When the surgeon was removing the screws, the heads came off the screws. Additional info received via telephone one week later, the sales rep reported that during surgery, the surgeon had taken a final x-ray to see the placement of the screws. The surgeon felt that two of the screws were misaligned. The surgeon then explanted the two screws. During the explantation, the screws disassembled. The surgeon implanted two new screws without any difficulty. There was no surgical delay.

Manufacturer narrative:
No product will be returned since the product was discarded at the hosp. Pending eval.